Event description:
Customer stated that the meter had been testing high. Customer tested at 580mg/dl and then at the hosp tested at 140mg/dl. The customer did not have testing supplies to complete troubleshooting over the phone. Testing supplies were sent to the customer for additional testing.